Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: 6fr destination 45cm guide catheter. The device was received. Investigation is not yet completed. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a thrombosed, moderately calcified 100% stenosed lesion in the moderately tortuous common iliac artery (cia). An unspecified 6fr 26cm guide catheter (gc) was advanced into the left femoral artery access site and a 6fr non-abbott 45cm gc was advanced into the right femoral artery access site. A hi-torque (ht) command 250cm guide wire (gw) was then advanced via the left access site to the lesion. An attempt was then made to pull the distal end of the ht command gw into the 6fr non-abbott 45cm gc, however, the ht command gw was difficult to pull into this gc. Thus, an unspecified snare device was used to pull the ht command into the gc, resulting in stretched tip coils and peeling of the polymer coating for the ht command. The ht command gw was withdrawn from the anatomy, using a microcatheter, a guide catheter, and other unspecified devices. Reportedly, while there exists the possibility of peeled polymer existing in patient anatomy, this was not confirmed since there was not a considerable amount of peeled polymer noted on the ht command. As the lesion was still occluded with the pre-existing thrombosis, the opposite side was protected from thrombosis using a non-abbott balloon catheter and a non-abbott balloon was advanced via right sfa access and the lesion was dilated. The thrombosis was aspirated using a non-abbott aspiration catheter. Unspecified stents were then deployed and post-dilatation was performed with the non-abbott balloon. There were no reported adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stretched coils were not confirmed. The polymer damage was confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.